Event description:
Reporter noted corneal burn occurred during phaco. Posterior capsule tear appeared while removing final part of lens. Anterior vitrectomy performed and and "ac" intraocular lens implanted. Pt is reportedly recovering well.